Event description:
It was reported that the patient heard the pump alarm every hour and went in to have the pump interrogated. The pump logs showed that the pump motor had stalled (B)(6) 2014 at 1:20am; no recovery was noted. The pump eri (elective replacement indicator) was 18 months. The patient was having an increase in pain, but no withdrawal. The patient was prescribed oral dilaudid. The device system was delivering bupivacaine and morphine. It was later reported that the patient began hearing the critical pump alarm about 3am on (B)(6) 2014. Per the patient, the pump had been great up until now. It was later reported that the pump was replaced. It was later reported that the stall did not recover. The cause of the stall was unknown.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: following additional review of analysis, the pump passed the alarm function test.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. Pump miscellaneous alarm anomaly, undetermined cause. The alarm test failed with a db reading of 67.0 db. Min. Spec. Is 70.0 db. No dents were seen on the top shield. The alarm waveform test was done. Peak to peak voltage was measure at 6.96 v. The battery voltage measured during the alarm waveform test was 2.90vdc. The specification for this test is that the peak to peak voltage needs to be at least twice that of the battery voltage measured during the, which it is. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.